Event description:
Left hip revised to lengthen head. Only poly adm liner exchanged. Metal liner remained intact.

Manufacturer narrative:
An event reporting revision involving an unknown adm liner was reported. The event was not confirmed. -device evaluation and results: the device was not returned for evaluation. -medical records received and evaluation: a medical review was not performed as medical records were not provided. -device history review could not be performed as the device details were not provided. -complaint history review could not be performed as the device details were not provided. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, pathology reports x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends. Hospital policy.